Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer filled the cartridge with approximately 150 units of insulin and received a minimum fill notification. Customer added 120 units of insulin to the same cartridge, and a minimum fill notification recurred. Customer declined to provide blood glucose (bg) level information. There was no reported impact to bg level. Reportedly, the customer reverted to manual insulin injections.